Event description:
Event description cpi received information that the implantable pulse generator (ipg) of this pacemaker dependent patient was exhibiting premature battery depletion. An invasive procedure was performed to explant the ipg.